Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H6 health effect, impact code: non-serious injury/illness/impairment. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
Edwards received notification of a pascal in mitral procedure where after crossing the septum, before removal of introducer and wire, air was visualized in la (left atrium) and aorta on tte (transesophageal echocardiogram). The physician decided to remove the guide sheath and cancel the case. The patient had no hemodynamic changes. The patient woke up from anesthesia without any effects. The case will be rescheduled. There were no concerns with the guide sheath during prep. Root cause of air is undetermined. The guide sheath was discarded.